Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urge incontinence and stress incontinence. Concurrent conditions included rheumatoid arthritis, asthma, osteoarthritis, dyslipidemia, depression, fibroids, ovarian cyst nos, pap smear abnormal, human papilloma virus infection, perineal pain, menometrorrhagia and uterine leiomyoma. Family history included breast cancer (aunt) and diabetes mellitus (father, maternal grandparent). Concomitant products included colecalciferol (vitamin d), docusate sodium (colace), fluoxetine hydrochloride (prozac), folic acid, ibuprofen, ibuprofen (motrin), methotrexate and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), nausea ("nausea"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, alopecia, abdominal pain lower, abdominal distension, nausea, dizziness, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, dizziness, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2016: followup essure coils placed 2009 . Most recent follow-up information incorporated above includes: on 13-jun-2018: information from pfs and mr. New reporters added. Case medically confirmed. Historical and concomitant conditions and drugs added. Lot number added. New events added: abnormal bleeding (vaginal, menorrhagia), nickel allergy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urge incontinence and stress incontinence. Concurrent conditions included rheumatoid arthritis, asthma, osteoarthritis, dyslipidemia, depression, fibroids, ovarian cyst, pap smear abnormal, human papilloma virus infection, perineal pain, menometrorrhagia, uterine leiomyoma, body mass index normal and bladder operation. Family history included breast cancer (aunt) and diabetes mellitus (father, maternal grandparent). Concomitant products included colecalciferol (vitamin d), docusate sodium (colace), fluoxetine hydrochloride (prozac), folic acid, ibuprofen, ibuprofen (motrin), methotrexate and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), nausea ("nausea"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, alopecia, abdominal pain lower, abdominal distension, nausea, dizziness, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown, the allergy to metals had not resolved and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, dizziness, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2016: followup essure coils placed 2009. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received: new events: weight increased, abdominal pain and concomitant disease added. Previously reported event allergy to metals outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urge incontinence and stress incontinence. Concurrent conditions included rheumatoid arthritis, asthma, osteoarthritis, dyslipidemia, depression, fibroids, ovarian cyst, pap smear abnormal, human papilloma virus infection, perineal pain, menometrorrhagia and uterine leiomyoma. Family history included breast cancer (aunt) and diabetes mellitus (father, maternal grandparent). Concomitant products included colecalciferol (vitamin d), docusate sodium (colace), fluoxetine hydrochloride (prozac), folic acid, ibuprofen, ibuprofen (motrin), methotrexate and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), nausea ("nausea"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, alopecia, abdominal pain lower, abdominal distension, nausea, dizziness, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, dizziness, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2016: followup essure coils placed 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain lower ("cramping,"), abdominal distension ("bloating"), nausea ("nausea") and dizziness ("dizziness"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, alopecia, abdominal pain lower, abdominal distension, nausea and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, dizziness, nausea and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.